Manufacturer narrative:
E2: no. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. A device history review of the current product was conducted, and no problems were found. The instruction manual for the device indicates: "inspection of camera head". Check the camera head for the following abnormalities. There are no cracks, burrs, etc. On the exterior of the camera head body. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a watertight defect. There were no reports of patient involvement.